Event description:
Pt had pars plana vitrectomy w/gas injection (greater visualization during surgery). Came in for vascular surgery five days later and did not inform anesthesia who used nitric oxide as induction agent. Pt now blind. Alcon has provided bracelets to be placed on this pt s/p gas injection.